Event description:
The customer reported that the device jaws could not be re-opened while grasping tissue. The device was removed manually with no tissue damage or pt injury. The surgeon opened a second instrument and successfully completed the procedure. The device was returned with the knife blade exposed from beyond the jaws.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.